Event description:
It was reported the subject device had abnormal image at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields have been updated: d8, h2, h3, h6, and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Because the reported failure could not be identified, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.